Event description:
Patient reported immediately after injection with one syringe of juvederm voluma xc on both sides of the "lower cheeks, close to the nose", they experienced "dizziness", but felt better later that evening. Prior to injection, the patient reported they felt "nervous" because "they had never done anything like this to their face before." Two days after injection, the patient reported feeling "funny", and noted they felt like they were going to "black out" every time they attempted to get from a "lying down" position. The patient went to a local emergency room where they were diagnosed with "pac's," the emergency room physician prescribed "klonopin" to "treat the patient's nerves." Subsequent follow up with the injecting healthcare professional noted the patient informed them prior to injection that they had "prolonged qt", but wanted to continue with the procedure anyway. After half of the syringe was injected on one side, the patient checked their pulse and stated they felt "normal", so the rest of the syringe was used on the other side. The patient left the office, happy with the results. The patient contacted the office two days after injection reporting they were going to the emergency room but they have not contacted the office since.

Manufacturer narrative:
(B)(4). Further information form the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of dizziness, "feeling like blacking out", nervousness, and "pac's" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.